Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited elevated capture threshold, oversensing, and attenuated r-wave amplitudes.

Event description:
Additional information received noted the lead was successfully re-positioned. The patient was in stable condition before, during, and after the procedure.